Event description:
It was reported the patient died. Follow up with the clinic revealed the date of death to be (B)(6) 2010 and there was no allegation of device relatedness. The device had been shocking patient appropriately. While patient at clinic on (B)(6) 2010, he went into ventricular fibrillation and the device successfully shocked him out of it. Patient refused to go to the hospital that day, but was admitted the next. The nurse described this patient as "a train wreck." The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of the reservoir swinging and falling off. The root cause could not be determined. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device detached during patient use. The device had been infusing an unknown patient with 250 milliliters of 5-fluorouracil when it was observed that the reservoir had detached. No patient injury or medical intervention was reported. No additional information is available at this time.